Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer started using the insulin pump a month ago. Customer changed her site last night and noticed that her sensor started running high. It was reading over 300 all night. Customer took a manual injection this morning. Customer's blood glucose went up to 457 mg/dl after lunch. Customer had to take more shots of insulin. Customer's blood glucose was at 300 mg/dl when she counted her carbs for dinner. Customer stated that there are no alarms in the pump. Customer stated that when she showered today, she left the pump on the counter and saw insulin dripping out of it. Customer stated that the pump is indicating that it has active insulin. Customer's blood glucose is 277 mg/dl. Customer had symptoms of high blood glucose including feeling thirsty. Customer can see the air bubbles in the line. Customer stated that the pump was not rewound with a reservoir in place. Customer performed the high pressure test and the pump passed.